Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for evaluation. Microscopic examination revealed numerous kinks/damage along the shaft as well as blood and contrast on the unit. Numerous abrasions were observed 1cm from the tip. A complete separation at the collar/distal shaft bond. The ptfe (polytetrafluoroethylene) was pulled out of the collar and attached to the distal shaft. No additional collar damage. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that catheter stuck and shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and highly calcified left anterior descending (lad) artery. A guidezilla guide extension catheter had been used to help treat the target lesion. However, during the procedure, the guidezilla guide extension catheter became stuck in the lad. After several attempts and manipulations made to remove the guidezilla guide extension catheter, the distal shaft between the hypotube and the collar of the guidezilla guide extension catheter got separated and was left in lad. The physician placed additional guidewire within the guidezilla guide extension catheter to help facilitate the delivery of a 3.50 mm x 20 mm emerge mr balloon catheter then inflated the balloon catheter to 16 atm in order to trap the guidezilla guide extension catheter. This was utilized in removing the guidezilla guide extension catheter from the patient's body. The procedure was completed with the same device. No patient complications were reported and the patient's status is stable.